Event description:
A report was received that the patient was not experiencing adequate stimulation. It was also noted that the patient was experiencing shocking sensation that the patient could barely walk. The patient was given pain medication.